Event description:
Add'l info rec'd from MFR 1/8/01: the mfg plant routinely adheres to environmental maintenance programs and procedures to minimize foreign matter from entering the facility's mfg floor, however, infrequent conditions such as this have occurred which have unfortunately been undetected by on-line operators before packaging.

Event description:
Opened bulk pack of 20ml b-d syringes, first syringe contained dead insect.